Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of post-implantation - stenosis was confirmed based on the provided medical records. Available information suggests patient factors (diabetes, hyperlipidemia, thrombosis) and/or procedural factors (under-expanded thv, patient-prosthesis mismatch) may have contributed to the event as reported in the event description and provided medical records/imagery. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 2 years and 11 months post-valve in-valve-in-valve tavr procedure using a 20mm sapien 3 valve, the valve that is currently stenotic. Per medical record review, the 2-year transthoracic echocardiogram (tte) shows a left ventricle ejection fraction (lvef) of 60%. The aortic valve (av) mean gradient was 43mmhg. The aortic valve area (ava) 0.3 cm2. The 2-year and 11-month tte shows lvef of 70%. There is trivial aortic regurgitation with an av peak/mean gradient of 61/33mmhg and an ava 0.58-0.72cm2. The patient was admitted to the hospital for shortness of breath and heart failure with aortic stenosis by echocardiogram. Differential diagnosis includes possible valve leaflet thrombosis with ham, possible patient prosthetic mismatch, and/or tavr valve under expansion, and possible early prosthetic valve degeneration. Possible medical versus surgical versus thv options were explained to the patient. Imagery review found that the valve was under-expanded with 17.2 mm of diameter at mid valve.